Event description:
Patient's daughter reports a few of the cassettes had broken blue tabs at the top so they were discarded. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: veletri sdv - 49ng/kg/min. Did the reported product fault occur while in use with the patient? - yes. Did the product issue cause or contribute to patient or clinical injury? - no. Is the actual product available for investigation? -no. Did pharmacy replace product? -yes. Did the patient have a backup product they were able to switch to? -yes. Was the patient able to successfully continue their therapy? -yes. Is the therapy life-sustaining? - yes. What is the outcome of the event? Resolved.